Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2022-18732. It was reported the patient was not receiving effective therapy due to invalid impedances. As a result surgical intervention was undertaken wherein the patient's leads were explanted and replaced. Effective therapy was established postoperatively.